Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 47 mg/dl and 250 mg/dl, 106 mg/dl. The customer was treated for low blood glucose level with juice. The customer was on medication of high doses of valium. The customer was reported that they experienced loss of focus. The customer was reported that they tried to suspend the insulin pump. The insulin pump will not be returned for analysis.